Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports that an unspecified number of patients experienced "allergic reactions" and "vertigo" and "blood pressure falling down to 20" after injections with juvéderm®. No other information provided. Another healthcare professional felt the event description fell under anaphylaxis.